Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device failed the shock and charge section of the op check. There was no reported patient involvement.

Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this power board. Philips cannot rule out a malfunction of the power pca at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.